Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that a "g7 wearable failure" was reported. The sensor was inserted into the abdomen, which is off-label usage of the device, on (B)(6) 2024. On (B)(6) 2024, in the afternoon, the patient inserted a new sensor and tandem insulin pump site. At some point in the middle of the night, the patient¿s wearable failed, therefore, she was not getting any cgm values. She also discovered that the cannula to her insulin pump site did not go into her skin, so she was not receiving insulin via the pump. Approximately 5-6 hours later, the patient also began experiencing weakness, nausea, and vomiting. The patient did not have another sensor to use, so she was unable to replace the one that failed. Therefore, the patient went to the emergency room. At the ER, the patient¿s bg meter reading was 738 mg/dl. The patient was diagnosed with diabetic ketoacidosis (dka) and treated with IV saline for dehydration, zofran for nausea, midol for pain, and IV insulin. The patient was discharged on (B)(6) 2024. The patient¿s condition was ¿improving¿ at the time of report. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.

Event description:
Subsequent to the initial MDR, additional information is available.

Manufacturer narrative:
(B)(4).